Event description:
It was reported that the patient had a power on reset condition. The co rep reported the device was unresponsive to telemetry attempts by the physician programmer, patient programmer and recharger. The patient last used the device mid (B)(6) 2010. A physician mode reset was started and run for a minute to reset the device. The programmer displayed the discharge message "recharge now." The rep used the recharger and the power on reset occurred. Patient's status was unavailable at the time of report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.